Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, reviewed of device memory confirmed the device was in storage mode. Therapy was available prior to the device reaching storage mode. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Based on the available data, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). This device has not been returned for analysis. This report will be updated should additional information become available.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached storage mode. The device was explanted and successfully replaced. No additional adverse patient effects were reported.